Manufacturer narrative:
The evens of infection(unknown onset) and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "reoccurring infection with inflammation and fluid accumulation". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side recurring infection with inflammation and fluid accumulation. Device was explanted. Manufacturer of the device is unknown.